Event description:
The lay user / pt contacted lfs on (B) (6) 2010 alleging a battery indicator on their one touch ultra2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt to contact lfs to obtain further clinical information. The pt mentioned that issue with the meter first began on an unspecified time on (B) (6) 2010. Forty-eight hours after the issue began, the pt began to exhibit symptoms and started to feel clammy, sweaty, nauseated and felt like she was going to pass out. The pt then ate a banana and drank a beverage. The pt did not seek any further medical attention or contacted her physician for assistance. Based on the information that was provided, the battery needed to be replaced; however, the pt did not have a replacement battery. No further clinical information was provided. It would have been helpful to know how long symptoms lasted and whether the pt had another way of testing their blood glucose. Products were replaced. The complaint is being reported since the pt alleged that due to the battery indicator on the meter, the pt developed symptom suggestive of hypoglycemia 48 hours later and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.